Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the left superficial femoral artery (sfa) with heavy calcification and mild tortuosity. The 6x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion through a non-abbott sheath on a supra core 35 guide wire (gw). The stent was attempted to be deployed; however, the thumbwheel could not rotate, resulting in the stent becoming exposed. Therefore, the sess was removed from the patient and a 5x150mm absolute stent was used to continue the procedure. There as no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, and the reported activation failure and mechanical jam were unable to be confirmed due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.